Event description:
It was reported that the patient had an "s deformity" in the left cylinder of an inflatable penile prosthesis (ipp). The device seemed to be oversized. This deformity was not caused or contributed by the device. The patient had sever peyronies which the physician thought was the cause of the cylinders not fitting correctly. A replacement surgery was performed in which the existing 2 cm rear tip extenders were replaced by 1 cm extenders. There were no device malfunctions associated with the device and the patient did not experience any further adverse events related to the device.